Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating. The customer reported that the station entered recovery mode, then shut down, and appeared offline in remote smart service (rss). The customer attempted to restart the station several times; however, the issue persisted. However, there were no delay or no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the device was not communicating. A field service engineer (fse) found the station had a corrupted hard drive, replaced the hard drive, but was unable to reimage it because it required all in one (aio) 6 image for the new station. Service was scheduled to complete the work, but no repair information was provided despite multiple attempts.